Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (part number 329.081, lcp bend-iron f/recopl, lot number 2122540). The investigation of the received subject device has shown that the positioning pins are broken off as complained. As previously reported the review of the production history revealed that this instrument was manufactured according to the specifications in february 2005. No manufacturing related issues that would have contributed to this complaint were found. Based on these findings, we can it is probably that the plate was not inserted and positioned correctly in the bending irons and the applied mechanical force caused the breakage of the pins. Please note that the subject device is more than ten years old. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 23 february 2005. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: surgeon was bending a plate during an open reduction internal fixation (orif) mid shaft humerus procedure and the tines on the end of one of the plate bending irons broke off. A spare set of plate benders were then utilized to complete the plate contouring. There was no significant delay to surgery and no negative patient impact. This is report 1 of 1 for (B)(4).